Event description:
It was reported that during follow up, noise episodes were observed. The patient received several shocks. The lead was capped and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4).